Event description:
The complainant reported that the clinicians had successfully implanted a vaxcel port in a female pt (age unk) in 2006. In 2007, the date of the pt's last chemotherapy treatment, the pt complained that it hurt when the infusion nurse flushed the device. The pt was given a chest x-ray, and it was determined that a portion of the port catheter had become detached, leaving three inches of the catheter attached to the port. Another image revealed that the detached portion of the catheter had lodged in the right ventricle of the pt's heart. The pt was transported to the cardiac cath lab of a local hospital for retrieval by a cardiologist of the detached catheter piece. The complainant reported that the device was successfully removed and the pt's condition is "okay."

Manufacturer narrative:
The device has not yet been received by this manufacturer for evaluation; consequently, a physical evaluation has not yet been performed. We are unable to determine if the device met specification. A review of the device history records was performed. The review confirms that the lots met all material assembly and performance specifications. Lot 1100536 was previously reported for a similar incident. A review of the june 2007 complaint report for the vaxcel pasv port family noted that there was one complaint reported and zero complaints reported the following month and one month later, in the "catheter fractured" failure mode. It also noted that there was one complaint reported and zero complaints reported the "device broken/migrated" failure mode. This does not constitute an adverse trend. In addition the june 2007, 15 month port valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.